Manufacturer narrative:
The actual device was not available for investigation. No further results can not be provided as the device will not be available for investigation.

Event description:
The dentist reported that the abutment screws were breaking when torquing into place. The procedure was performed on tooth location 20., but no serious injury was reported to the patient. This incident was reported on (B)(6) 2016. No serious reported to the patient and all parts were retrieved from the patient's mouth. Also, the doctor stated that the reason of broken screws was absolutely torque and the torque used was 20 newton.